Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician was treating a severely calcified, 90% lesion in the rca. He performed rotational atherectomy in the proximal and mid rca. The first taxus express2 3.5 x 24 mm drug eluting stent was successfully deployed. The physician then deployed a taxus express2 3.5 x 24 mm drug eluting stent at 13 atms. Following deployment, the delivery balloon fully deflated, however, the physician had difficulty removing the balloon. The physician attempted to remove the balloon for about 12 minutes. He reinflated the balloon 3 times before he was able to withdraw the balloon. The physician also deployed a cypher 3.0 x 23 mm drug eluting stent in the distal rca, overlapping the mid rca taxus express2 stent. No other complications or pt injuries were reported.